Event description:
It was reported that as lvp 20d dehp 3ss cv was cracked and leaking. The following information was provided by the initial reporter: it was reported by the customer that the tubing cracked.

Manufacturer narrative:
H6: investigation summary: a complaint of cracked tubing was received from the customer. A sample was returned for investigation. The received sample was not the expected model of 2426-0500. An investigation was not performed as the returned sample is not an isd product. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. A root cause could not be determined as an investigation was not performed. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp 3ss cv was cracked and leaking. The following information was provided by the initial reporter: it was reported by the customer that the tubing cracked.